Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, it was reported that the patient was injected in the cheeks with 1 cc of juvéderm¿ voluma¿ with lidocaine. Eleven months later, the patient was injected in the cheeks and perioral area with 2 cc of skinvive¿ by juvéderm®. Six days later, the event occurred at the injection site, with the etiology noted as ¿localized infection, immune triggered inflammatory nodule.¿ that day, the patient was treated with doxycycline and prednisone. The hyaluronidase was given 8 days later.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm¿ voluma¿ with lidocaine. Eleven months later, the patient was injected with skinvive¿ by juvéderm®. A week later, the patient was ¿very inflamed and hot¿ on the right cheek. The patient was treated with doxycycline and prednisone. The event improved but the patient then presented with a ¿lump¿ deep on the right cheek during follow up. The healthcare professional reported that it seemed the patient¿s ¿immune system was causing that inflammatory nodule locally.¿ the patient was treated with hyaluronidase and the ¿lumps¿ softened almost immediately. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, skinvive¿ by juvéderm®.